Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. On (B)(6) 2022 customer called in with the following concern: pump exposed to fluid. Customer states they see fluid under the lcd. P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Unable to perform displacement test due to unresponsive buttons. Keypad overlay was removed, and severe corroded keypad traces was noted during visual inspection. Cleaned keypad traces with cotton swab and keypad remained unresponsive. Proceeded by cutting unit open and placed electronic stack in a test case to gather information. Unit powered up properly and all buttons were tested while navigating the menus. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarm (61) were recorded on (B)(6) 2022. No black screen with red light flashing noted. Unit was received with no physical damage noted during visual inspection. In conclusion, customer allegation was confirmed, unit was received with unresponsive button due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water. Customer stated they were able to see fluid under lcd screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.